Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
The system was explanted due to infection. Upon removal, insulation abrasion with externalized conductors were observed. Prior to extraction, lead measurements were normal.